Manufacturer narrative:
Reported event was confirmed by review of photographs. Evaluation of the photographs provided confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 51-106120 tprlc 133 mp type1 pps so 12.0 lot# 6626550. Item# 51-145140 tprlc xr mp t1 pps 14x113mm lot# 6571945. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05596, 0001825034-2019-05595.

Event description:
It was reported that inspection team member at the warehouse found debris in the sterile package. No additional information provided.